Event description:
A dental clamp broke while placing it over the tooth.

Manufacturer narrative:
The issue was reported to be "clamp broke while placing it over the tooth, was used only two times, cleaning; disinfection and thermodisinfector". Product was not returned, however several pictures were provided. The pictures do not show the clamp date code nor was a batch number provided, so it is unknown when the clamp was manufactured. The pictures suggest that the clamp was used more than twice as it appears tarnished and has rust spots, especially near the break. The clamp also appears to have been overextended as it looks deformed. The rust on the clamp indicates the presence of caustic stress corrosion (csc). Csc is the most probable cause of the clamp breakage. It is also likely that an overextension combined with the rust caused the break. Csc usually occurs because an alkaline or acidic residue remains from the cleaning solution after rinsing. However, the cleaning solution used by the customer is unknown. To prevent csc, the clamp needs to be rinsed with water after cleaning - de-ionized is preferable as tap water may contain harsh alkaline chemicals (chlorides) added to kill bacteria.